Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During contactless registration, the cable of the distance sensor was pinched during automatic movement, causing a shutdown.

Manufacturer narrative:
It was reported that the optical distance sensor got pinched resulting in shutdown of the device. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs confirmed the pinching and the communication error. As the user vigilance is required during robot arm movements to avoid the optical distance sensor to get trapped, this issue can be considered as a use error.

Event description:
During contactless registration, the cable of the distance sensor was pinched during automatic movement, causing a shutdown.